Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information reviewed, a cause for the reported clip opening cannot be determined. The reported unspecified tissue injury appears to be cascading effect of the unintended movement. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported prolonged hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle and tissue damage it was reported that on (B)(6) 2021, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was inserted, and the mitral valve was successfully grasped. However, while attempting to establish final arm angle (efaa), the clip opened. Troubleshooting was performed, but the issue continued to occur. The clip was retracted into the left atrium (la) and efaa was again test. This time, the clip was able to successfully lock; therefore, grasping was attempted one more time. However, after the leaflets were grasped, the clip opened during efaa. The physician decided to not implant the clip and retracted it into the la. At this time, it was observed a ruptured papillary had occurred. The clip was removed, and the procedure was discontinued. Mr remained at a grade of 4+. On (B)(6) 2021, mitral valve replacement was performed. No additional information was performed.